Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that during the procedure there was no back flow. A new device was used to complete the procedure. There was no reported injury to the patient.

Event description:
It was reported that during the procedure there was no back flow. A new device was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7fr groshong catheter was returned for evaluation. The stylet was received attached to the catheter. The catheter was returned in two segments, separated by a mostly-circumferential break. A catheter kink was observed between the 17cm and 18cm depth markers, with the stylet inside the catheter accordingly bent at this location. Both catheter segments were patent to infusion and aspiration with no leaks observed. When viewed under magnification, it was noted that both break surfaces possessed uneven, rough and granular break surfaces. Based on these findings, the investigation is unconfirmed for the reported failure to aspirate and confirmed for a catheter break. It is likely that the kinked catheter and bent stylet occurred as a result of the same failure that caused the catheter to break. Additionally, it is possible that this break manifested or was perceived as a failure to aspirate at the time of the procedure. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include catheter occlusion, pinch-off and flexural fatigue. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.